Event description:
Caller reports that during a correlation study the following coaguchek s/laboratory results were obtained: 1.4 inr/1.9 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system; however, customer no longer has the test strips.